Event description:
It was reported that when using the bd pyxis¿ medstation¿ es, multiple drawers failed to open following a power issue. The user stated that after the device powered back on, several drawers remained inaccessible. An error message stating 'require maintenance' notified. The customer requested immediate assistance because the affected station served as the main pyxis unit on the floor. The customer stated that this malfunction occurred while dispensing the medication and they had to access the medications from pharmacy that caused a delay in patient care. There were no adverse events or injuries reported based on this event.

Manufacturer narrative:
A review of the complaint history for sn: (B)(6) was performed in salesforce which did not locate similar complaint(s) with the same failure mode for this serial number. A review of the device history record for sn: (B)(6) was performed from the date of manufacture, 22-may-2018 and confirmed that this device was not previously returned for servicing and there were no production failures which correlates to the customer reported issue. Upon investigation of the actual device used in this incident, it was determined that multiple drawers had failed. The field service engineer (fse) replaced the pyxibus module controller for drawer 2, which was not being detected. After the station was powered on, it crowbarred and failed to restart due to a faulty drawer controller board for drawer 2.1. Then, the fse replaced the drawer board and powered the station back on. All cubies were then detected, and the customer inventoried items from drawer 2 to ensure that no further failures occurred. The system functioned as intended after the field service engineer repaired the device.